Event description:
The pump was returned for investigation. Investigation revealed a dim, pink display screen. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump booted to the verify screen with dim pink contrast. Unrelated to the display screen issue, the black box revealed that the time and date reset to the default setting following a battery change on (B)(6) 2014 with evidence that the correct time/date was not reset after a power reset event. The pump was exercised for (B)(4) hours, the battery was removed for (B)(4) hours, and the time and date was observed to have reset to default. The pump was opened to investigate and an internal clock battery malfunction was observed to have occurred indicating it was not unable to hold a charge. (B)(6).